Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware of (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the continuous glucose monitor (cgm) was showing readings when she went to bed. It was indicated that the patient woke up to the paramedics hooking her up to the glucose that she was treated with around 3:00am and noticed an error reading symbol on the cgm. Additional event or patient information was not provided by the patient. Data was provided for investigation. The problem of ??? Was confirmed. The root cause was determined to be sensor noise.